Event description:
Found on routine remote transmission significant battery depletion since 11 months ago. Bsc tech support contacted, engineers confirm premature battery drain. Recommends generator change within 60 days. Manufacturer response for pacemaker, l300 accolade (per site reporter). No formal result letter yet.